Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger for an ilet pump was lost and had previously been difficult to align for charging, leading to a request for two replacement chargers to reduce charging burden. Symptoms included no reported adverse clinical effects. Outcomes included shipment of replacement supplies and completion of troubleshooting and education. Investigation included customer interview and technical support review. Investigation of this case revealed an issue with charger alignment resulting in ineffective charging, consistent with a device usability or accessory performance problem associated with the charging component. It was concluded, based on previously established findings for similar reports, that the cause was user difficulty with charger alignment during normal use.